Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that due to a hyperglycemic episode he hd gone to the ER and was hospitalized for 3 days. Pt's bg was measured at the hosp to be 776 mg/dl. His cgm was reading "low" (value below 40 mg/dl per cgm specifications). At the time of his call to dexcom technical support pt reported feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.